Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead dislodged. The lead was explanted and replaced. After the lead revision, the device diagnostics indicated that the impedance measurement for the superior vena cava (svc) coil of the new right ventricular lead was high. However, the replacement lead has no svc coil. There are no issues with the new lead. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.